Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in emergency room due to low blood glucose on sunday with blood glucose of 8 mmol/l. The customer's current blood glucose is 6.7 mmol/l. Customer also reported that they experienced high blood glucose level of 26 mmol/l. The customer did not provide any symptoms such as a result of high blood glucose. The customer was lulling, she couldn't speak properly, she couldn't get the words out, her walk was wobbly. Customer also reported that the insulin pump alarmed with hardware low level failure alarm. Troubleshooting was done for high blood glucose. Customer was assisted with self test and self test did pass. Customer also assisted with high pressure test and test did not pass. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege insulin pump was under delivering. The reservoir will not be returned for analysis.